Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2020 at 5 pm with the blood glucose of 1012 mg/dl. The customer was treated with the insulin drip, and intravenous antibiotic. The customer experienced the symptoms related to high blood glucose such as vomiting, not able to eat, headaches, pain.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose level was 900 mg/dl. The customer stated insulin pump was not gave him right amount of insulin. The battery cap was missed after arrived at emergency room. It was unknown if the insulin pump was on auto mode at the time of incident. The device will not be returned for analysis.